Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, an incorrect pressure reading occurred. During preparation the pressure gauge of the advantage inflation unit did not move. The procedure was completed with another advantage inflation unit. No complications were reported and the patient's status is good.